Event description:
Boston scientific became aware of an event involving a lithovue flexscope through the article, clinical comparison between three single-use flexible ureteroscope models: a real-world experience, by jose salvado, et al. Per the article, between september 2019 to september 2021, a patient that had a procedure with a lithovue flexscope experienced urinary tract infection as a postoperative complication, and it was required the use of antibiotics therapy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred from september 2019 to september 2021. Block d4: the suspected device upn and lot number could not be provided. The exact device expiration date is unknown; however, it was reported that the device was not expired. Block g2: literature source salvado, j. A., elorrieta, e., cabello, j. M., cabello, r., & velasco, a. (2022). Clinical comparison between three single-use flexible ureteroscope models: a real-world experience. Urol int 2022;106:1220-1225. Doi: 10.1159/000527179. Block h6: imdrf patient code e1310 is being used to capture the reportable issue of urinary tract infection.